Event description:
New information received notes the patient's implantable cardioverter defibrillator exhibited a recurrence of over-sensing. Programming changes were made. There were no patient consequences.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited noise over-sensing. Programming changes were made. There were no patient consequences.